Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side "deflating, swelling, encapsulation.¿ device remains implanted.

Event description:
Patient reported left side "deflating, swelling, encapsulation.¿ patient additionally reported "a lot of breast pain" and "swelling around the implant." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.4, d.6a, g.1, h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "deflating, swelling, encapsulation.¿ device remains implanted.